Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012 for this event. Found a leak at the probe of the instrument. The fse noticed that the probe was bent and the probe wipe rinse block was misaligned. The fse replaced the probe and the probe wipe rinse block and the leak was fixed. The repairs were verified per established procedures. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak at the probe of the coulter lh 500 instrument. The volume of the leak was about 3 ml and was not contained within the instrument. The customer was wearing personal proper equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. There were no erroneous results in connection with the leak.